Manufacturer narrative:
B5: the following additional information was provided by the customer. No patient was involved with the reported problem. H10: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had air in line alarms. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.